Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The explanted device was discarded per facility policy. Additional information was received that the reason for ipg replacement was to upgrade the device.

Event description:
It was reported that the patient an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The explanted device was discarded per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.